Event description:
It was reported that the device was explanted and replaced due to premature battery depletion. Patient was fine after event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported premature battery depletion was confirmed in the laboratory. Review of the programmer printouts indicated a sharp drop in battery voltage. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the premature battery depletion could not be determined.